Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the patient died and it was questioned if the patient had a "heart attack" and if the "device (cardiac resynchronization therapy defibrillator (crt-d)) kicked in." The patient family member alleged that the crt-d contributed to the death.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. Hybrid analysis revealed that the device did not set rrt/eri while implanted. Review of the s2d data showed that a large voltage drop occurred after explant starting on (B)(6) 2019. This was the result of the leads being left attached to the device and the detections being left on resulting in hundreds of charging and shocks being delivered all after the patient had died and the device had been explanted. There were no care link files available for this device. Both loaded and unloaded pacing current drain levels were high out of specification for this device over the range of battery voltage it operated under during its service time. Since there was evidence of a high current drain condition on the hybrid and the device was verified to be able to deliver both pacing and shocking therapies, the device was found to meet specifications for normal device operation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.